Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with a protruded and loose drive support disk, a missing end cap sticker, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer called to report that the drive support cap on the insulin pump appears to be damaged and is sticking out. Customer's blood glucose reading went down to 50 mg/dl and the pump was suspended. No significant events leading to the alarm were observed. Nothing further reported.